Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached. No imaging core windup was found within the telescope or sheath sections of the device. The imaging core was coiled. Impedance testing showed an electrical open in the proximal catheter. X-ray analysis showed the open to be the result of a broken coax cable at 130 cm to 140 cm.

Event description:
Reportable based on device analysis completed on 30oct2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. The opticross hd was selected for ultrasound examination of the target lesion but during insertion, the image was lost. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached. It was further reported that the device was intact when removed from the patient and intact at the end of the procedure.

Event description:
Reportable based on device analysis completed on 30oct2023. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery. The opticross hd was selected for ultrasound examination of the target lesion but during insertion, the image was lost. The procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window detached. No imaging core windup was found within the telescope or sheath sections of the device. The imaging core was coiled. Impedance testing showed an electrical open in the proximal catheter. X-ray analysis showed the open to be the result of a broken coax cable at 130 cm to 140 cm.